Event description:
Voluntary medwatch received states that the previously capped left ventricle (lv) lead was part of a system revision due to infection. The previously capped lv lead remains capped. No additional adverse patient effects reported.

Manufacturer narrative:
UDI not available as the product information was not provided.